Event description:
During a dual-chamber ICD implant (in (B)(6) 2011), the physician complained about a possible q-wave oversensing; during sensing test, low ventricular signal amplitudes were observed despite of a good shape of the ventricular egm. This was solved through sensitivity re-programming (from 0.4mv to 0.6mv). An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.